Event description:
On (B)(6) 2012, the lay-user/patient contacted animas alleging that keypad button presses did not activate desired pump functions. The patient claimed that she had to use a pen to press down on the buttons in order for the pump to respond. The patient did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. The patient claimed that there was corrosion in the battery compartment and the pump had a short battery life. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump was unresponsive to button presses. There is no evidence however that the alleged issue contributed to a serious injury. The patient did not report any blood glucose values, symptoms, or treatment suggestive of a serious injury.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the keypad buttons required multiple button presses and excessive force in order to elicit a response. The keypad buttons were found not to spring back or click back normally. There was evidence of keypad contamination found under all key contacts. Unrelated to the complaint, the black box history shows the pump revealed multiple ''replace battery'' alarms. There was damage and corrosion found to the battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. The owner's booklet also instructs the user to call animas customer service if the user suspects that the product is damaged. Moisture was also found inside the pump. Also unrelated to the complaint, the black box history shows the time and date reset to factory settings on (B)(4) 2007 after the power was reset on (B)(4) 2012. The internal battery was found to be leaking and unable to hold charge. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.